Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-05060, 2015691-2018-05061, 2015691-2018- 05263.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-oct-2013) was used as the occurrence date. The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause reported mi cannot be confirmed based on the limited information provided, in addition to the procedure itself, patient factors and co-morbidities may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of four manufacturer reports being submitted for this article. Reference for article: miura, m., shirai, s., uemura, y., hayashi, m., takiguchi, h., ito, s., yano, m., kawaguchi, t., morinaga, t., isotani, a., kakumoto, s., seo, k., arai, y., sakaguchi, g., ando, k. (2018). Clinical impact of intraventricular conduction abnormalities after transcatheter aortic valve implantation with balloon-expandable valves. The american journal of cardiology. Retrieved from: https://doi.org/10.1016/j.amjcard.2018.10.005

Event description:
As reported by our affiliate in (B)(6) and through a literature article, ¿clinical impact of intraventricular conduction abnormalities after transcatheter aortic valve implantation with balloon-expandable valves¿, during the study period of october 2013 through september 2016, 2 patients suffered myocardial infarctions. The study included sapien xt and sapien 3 valves. Information regarding the exact timing and potential causes of the events was not provided by the article¿s authors. Information regarding possible treatment was also not provided.